Manufacturer narrative:
The returned components were visually examined. The laser lines of the implants were properly aligned. There was some damage to the interface surfaces of the neck and the stem. There were burnish marks on the faces of the neck and stem. Additional mdrs associated with this event: 3025141-2017-00172: neck, 3025141-2017-00173: stem.

Event description:
Arh slide-loc radial head replacement implants were implanted on (B)(6) 2017. At some point post operatively, the head/neck assembly dissociated from the stem. The implants were explanted on (B)(6) 2017.